Event description:
It was reported by the customer that the device "rt iui brd/wont turn on when conn to pcu." There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted re-touch up solder on c69 on logic board for rt iui brd/wont turn on when conn to pcu. Replaced cracked rear case. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the logic board. A review of the device history record showed the device had a manufacture date of 18nov2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
It was reported by the customer that the device "rt iui brd/wont turn on when conn to pcu." There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted re-touchup solder on c69 on logic board for rt iui brd/wont turn on when conn to pcu. Replaced cracked rear case. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the logic board. A review of the device history record showed the device had a manufacture date of 18nov2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device "rt iui brd/wont turn on when conn to pcu." There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device "rt iui brd/wont turn on when conn to pcu." There was no patient involvement.